Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that approximately 3 months ago, he heard a 'pop' and then noticed a reduction in hearing. Hearing continued to degrade and eventually he reported he could hear nothing at all. The user reported he can hear for approximately 5 minutes after putting on the processor and then he loses sound. Re-implantation is under consideration but no date for surgery has been made available.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation was performed but the device has not been received for investigation yet.

Event description:
The user reported that approximately 3 months ago, he heard a 'pop' and then noticed a reduction in hearing. Hearing continued to degrade and eventually he reported he could hear nothing at all. The user reported he can hear for approximately 5 minutes after putting on the processor and then he loses sound. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that approximately 3 months ago, he heard a 'pop' and then noticed a reduction in hearing. Hearing continued to degrade and eventually he reports he could hear nothing at all. The user reports he can hear for approximately 5 minutes after putting on the processor and then he loses sound.